Event description:
It was reported that multiple cartridges were leaking from the septum. There was no reported impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event.